Event description:
On (B)(6) 2016 the 1104b intracranial pressure monitoring kit had a camino catheter that caused error message when connected to camino monitor and then a subsequent incorrect reading. The staff nurse thinks it may be user error but felt it should be reported. The device was in contact with a patient and no patient injury was reported. A revision / medical intervention was required however, details were not provided of the type. Additional information has been requested.

Manufacturer narrative:
Integra completed its internal investigation 01/25/2017. The investigation included: method: -DHR review - review of complaint management database for similar complaints. Results: there were (B)(4) catheters, 110-4b, shipped to customer in the past 12 months; batch history records show they met all requirements before being released to finished goods. Complaint history, model 110-4xxx, from jan-2016 through dec-2016 reviewed; there was one other confirmed complaint. The reported failure rate is (B)(4). Conclusion: the customer¿s complaint ¿camino catheter caused error message when connected to camino monitor, and then a subsequent incorrect reading. Nurse thinks it may be user error but felt it should be reported¿ could not be confirmed, as the customer did not return the device for evaluation after several documented request. A review of the device history record based on the lot number reported by the customer did not reveal any anomalies observed during the manufacturing, packaging or inspection of the device or accessories while in process. Additionally, because the product was not returned for evaluation, no root cause could be established for the failure mode described in the customer complaint. Additional information received from the complainant does not allow for confirmation or denial of reasonably foreseeable misuse of the catheter or accessories. As described in the customer¿s description provided, it can be concluded that the impact of the failure of the 110-4b catheter resulted in a ¿delay in patient treatment¿.